Manufacturer narrative:
Pump received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thrureservoir tube and cracked battery tube threads.

Event description:
Customer reported a crack where the reservoir screws into the insulin pump. The customer's blood glucose was 140 mg/dl. The customer could not recall how the damage had occurred. No additional information is provided.